Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported issue of the pump not recognizing a closed door. Excessive force was needed to close the door, resulting in door not fully latched alarms. The door hooks were replaced to correct this condition.

Event description:
It was reported that a spectrum pump did not recognize a closed door in the post surgical care unit. Any patient involvement, injury, or medical intervention is unknown.